Manufacturer narrative:
Scratched liquid crystal display window, cracked display window corners, cracked reservoir tube lip. Numbers does not ramp up on its own or scroll bar moving with no input. Intermittent button response due to moisture damage keypad trace. (B)(4).

Event description:
The customer reported that the insulin pump had physical damage. Customer stated there was a crack and scratch at the very front of the insulin pump and numbers are scrolling rapidly. Customer's blood glucose was 323 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.